Manufacturer narrative:
The lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacturer's medical device registration form that this patient's left ventricular (lv) lead fractured approximately three years ago. It is unknown if the lead was surgically abandoned, explanted or left in service. Subsequently, the patient had passed away approximately five months later. There were no reported allegations that the previous lead fracture caused or contributed to the patient's death.